Event description:
It was reported postoperatively an echo revealed a clot in the left atrium (la). Info received indicated the pt received a transfusion of five units of whole blood. The pt healed well and was discharged.